Manufacturer narrative:
(B)(4). Evaluation, results: (root cause of event cannot be determined based on information provided), (use of force). Evaluation, conclusions: (root case of event cannot be determined based on information provided), (use of force). Evaluation, methods: film. Evaluation summary: the inner shaft had detached immediately distal to the guidewire entry port bond. The outer shaft was bunched and deformed 15.0cm proximal to the balloon bond. There was a radial tear on the balloon 7.5mm distal to the proximal balloon bond. The remainder of the balloon material had detached along with the distal tip material and the inner shaft marker. Review of the images confirmed the lesion as in-stent restenosis of the previously deployed stent. The images show that appears to be the inflation of the relevant device inside the previously deployed stent. There is no evidence of the balloon burst from these images. The images confirm that the lad shut down. Further images show the bailout of the occluded vessel and also the deployment of a stent in the grafted vessel.

Event description:
A 3.0 mm diameter x 30 mm length sprinter legend balloon was used to dilate a previously implanted stent in the lm to lad. The target lesion exhibited some calcification and tortuosity. The balloon was introduced and successfully inflated to 12 atm's. Following deflation the physician attempted to withdraw the device. The balloon became stuck inside the stented lesion and could not be removed. Force was applied to the device in an effort to remove it. Part of the balloon material detached and remained within the lesion. The artery closed up and a series of dilatations and stenting was required to trap the detached balloon material. An endeavor resolute stent was then implanted. No abnormalities were noted during inspection and preparation of the device prior to use. The final outcome was good and the pt is reported to be fine.